Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, the balloon was placed in a ureteral stricture and was inflated radiologically. A leveen inflator included with the balloon kit and contrast was used to inflate the balloon. Before the pressure of the balloon reached 2 atm the balloon ruptured. It was reported that a stone was present at the upper end of the stricture. There were no other complications, however, the procedure was not completed due to this event. The patient's current condition is unknown.